Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h6 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
It was reported that there was a revision due to infection. The freedom liner and freedom head were removed. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00785001420 lot# 65140041 femoral stem cemented std. Collar 12/14 neck taper ext. Neck offset size 14 135 mm stem length. Cat# 110035368 lot# az49aa0401 biomet bc r 1x40 us. Cat# 110035368 lot# az45ak0204 biomet bc r 1x40 us. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00914 the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.